Manufacturer narrative:
(B)(4). Device manufacture date 10/15/2015 ¿ 10/21/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap appears dry and has turned black, to the point where a dry, black residue was left on the thread of the line that was being capped. There was no patient injury or medical intervention associated with this event. No additional information is available.